Manufacturer narrative:
Product ID 355029 lot# n095022, implanted: 2009 (B)(6); product type accessory product ID 37743 lot# serial# (B)(4); product type programmer, patient product ID 37752 lot# serial# (B)(4); product type recharger product ID 3778-60 lot# serial# (B)(4), implanted: 2009 (B)(4); product type lead product ID 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6); product type extension. (B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the extension found no anomaly. Analysis of the ins found that the battery was overdischarged and permanently damaged.

Event description:
It was reported that the implantable neurostimulator (ins) may be flipped. It was noted that the patent was explanted on the day of report and re-implanted with a primary cell battery. It was noted that the physician removed the ins and the reporter believed the ins was flipped but could not completely confirm. It was noted that the extension was replaced as well due to damage. It was noted that the patient was a twiddler. It was noted that the extension was twisted. It was noted that the patient was implanted with a primary cell battery because, the patient was ¿horrible at recharging.¿ additional information received reported that the patient had the spinal cord stimulator (scs) explanted. It was noted that the patient had not used the generator in a long time and could not get charged. It was noted that the patient requested a smaller device with no recharging. It was noted that the patient had great pain relief and was feeling great after surgery and turning on generator after surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.